Event description:
Blood sugar 28, got insulin shock [blood glucose increased] got insulin shock [shock hypoglycemic]. This spontaneous report is reported by a consumer (age and gender unknown) reported as "blood sugar 28 mmol/l and got insulin shock." The consumer is using innovo (insulin delivery device) and novorapid penfill (insulin aspart) due to diabetes mellitus (type and duration unknown). The consumer reports that the pen clicked but did not deliver any insulin (date unknown). The blood glucose level was measured to be 28 mmol/l and after injecting an extra dose of insulin the consumer experienced insulin shock. The outcome of the event is not reported.